Event description:
Info rec'd from annual tracking form that device was explanted due to infection. Follow-up info rec'd from physician on 6/10/98 indicates that the infection was due to staphyloccus aureus "that was resistant to everything."